Event description:
It was reported that they had seen an end of service (eos) message on the patient programmer. The message was first seen on the day prior to the date of this report. They had also seen an elective replacement indicator (eri) on the morning of the date of this report and then they were seeing eos again at the time of this call. The battery was just put in the year prior to the date of this report and they had been told it would last 9 years. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va0518g, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a return of symptoms. The implantable neurostimulator (ins) had reached end of service and the battery depletion was considered normal. The ins had been programmed in continuous mode. The patient had been referred for an ins replacement. The patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4).